Event description:
It was reported that an a1059 mayfield skull clamp, including an a1001 and an a1018 were involved in an incident with a laceration. Additional information has been requested, but has not been provided.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.